Manufacturer narrative:
This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
It was reported the endoscope reprocessor displayed an e02 "cleaning fluid is not drained" error code. While servicing the device, the olympus field service engineer reported the customer was using a detergent not specified by olympus. The endoquick detergent bottle was filled with empower ezymatic cleaner instead of endoquick. There was no patient involvement or impact to patient care due to this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. The following sections were updated. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, the phenomenon likely occurred due to user's misuse because the user did not understand correct reprocessing methods. Verbiage within the instructions for use suggests the phenomenon is detectable: "3.5 inspecting and replacing the detergent tank - replacing the detergent tank: always use an olympus-validated detergent. Otherwise, the endoscope may not be properly cleaned and as a result, the endoscope may not achieve high-level disinfection".